Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had passed out from a pump issue. Reportedly, the pump was removed from the patient and emergency protocol was initiated. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for further information. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.